Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was within specifications. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions wtihin the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.

Event description:
Two needles were used in a cryoablation procedure. During the freeze cycle, frost started to collect on the needle shaft. The user dropped saline on the skin near the insertion site of the needle for the remainder of the case to prevent injury. The case was completed with no injury to the patient. As there was a mix up and the user is unsure which needle was defective, both needles will be returned to the manufacturer for investigation. This MDR is being submitted for the needle from lot t0205 used in this procedure. Please see MDR # 9616793-2020-00067 for the needle from lot t0458.